Event description:
It was reported that the pace/sense portion of the rv lead was abandonned and replaced due to a failure that caused inappropriate shocks. The lead is still active for high voltage delivery. No further patient complications were reported as a result of this event.

Event description:
It was reported that the pace/sense portion of the rv lead was abandonned and replaced due to a failure that caused inappropriate shocks. The lead is still active for high voltage delivery. No further patient complications were reported as a result of this event. Additional information was received reporting that the high voltage lead has been explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. It was reported that the pace/sense portion of the rv lead was abandonned and replaced due to a failure that caused inappropriate shocks. The lead is still active for high voltage delivery. No further patient complications were reported as a result of this event. Additional information was received reporting that the high voltage lead has been explanted. Shock, inappropriate device failure.